Event description:
The facility reported that a caregiver was transferring a resident from the bed to a chair. The sling was applied and the clips of the sling were put on the hanger bar. The caregiver began lifting the resident, when the right shoulder clip detached from the hanger bar. The patient slid out of the sling and hit her head on the headboard of the bed. The resulting cut on her head was stitched.

Manufacturer narrative:
The lift was examined by an arjo investigator and found to be in excellent working order. The sling was examined and found to be worn and to have a small tear in the body, as well as loose fitting. Internal tests and simulations have determined that the shoulder clip cannot come undone once the clip is locked into place by the patient's weight. It is most likely that the shoulder clip was not attached in the first place. The operating and product care instructions and the guidelines for use of arjo slings clearly state that the clips need to be verified to be in place, and that the straps and clips need to be brought under tension, prior to lifting. The manufacturer has concluded that the root cause of this event is user error and that is most likely that the shoulder clip was not properly attached prior to lifting. The manufacturer has initiated a CAPA aimed at improving customer awareness of this issue.